Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that tip was broken during cataract surgery without intraocular lens implant. The surgery was completed on the same day after replacement of new kit. There was no patient impact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photos and video attached to the parent file were reviewed by the manufacturing site. Photo 1 and 2 shows the same broken phacoemulsification tip at the aspiration bypass (ab) hole from different angles. The video is of the broken phacoemulsification tip being rotated to show different angles of the break at the ab hole. The reported issue is confirmed form the photo/video review. The report of broken tip is confirmed based on the photo and video attached to the parent compliant. However, because a sample was not received at the manufacturing site, the root cause for customer compliant issue of broken tip cannot be determined. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).